Manufacturer narrative:
The product sample was not returned for evaluation. The device history records (DHR) evaluation was performed for the code 46727 and lot am0313831. According to the documented records, the product was manufactured according to the approved procedures and specifications. Product was released by quality assurance. Manufacturing conducts visual and functional inspections of each device throughout production aside from the qa inspection. The device was manufactured according to specification requirements. A root cause was not determined. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
One of the elastic bands of n95 came loose and personnel was exposed for a few seconds while providing for patient with covid 19. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time. Please note that in this incident, the reporter has indicated that no injury or illness resulted.